Manufacturer narrative:
H3 and h6 codes - updated the suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found liquid crystal display (lcd) lens damaged, downstream occlusion (dso) seal delaminated. The customer reported issue was confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The dso seal and lcd lens were replaced to correct the issue. Performed dso/ upstream occlusion (uso) sensor calibration. The performance verification test was performed, and the device passed all functional testing after repair.

Event description:
It was reported that the downstream occlusion (dso) seal was damaged. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.